Manufacturer narrative:
Gtin#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, it was reported that there is 3 holes in the outer packaging of a brite tip sheath (8f 23cm). The outer shipping box and inner box were not damaged. The product will be returned for analysis. The product is stored in the inner shipping box, on a cart. It was noted that it is unknown if the product was damaged but it was not used in the patient since it was no longer sterile. The integrity of the sterile pouch was compromised.

Manufacturer narrative:
Complaint conclusion: prior to use, it was reported that there is three holes in the outer packaging of a brite tip sheath (8f 23cm). The outer shipping box and inner box were not damaged. The product is stored in the inner shipping box on a cart. It is unknown if the product was damaged but it was not used in the patient since it was no longer sterile. The integrity of the sterile pouch was compromised. No additional information is available at this time. One non-sterile si brite tip 8f 23cm str was received inside original pouch. Two holes were observed in the mylar material. No anomalies were found with the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event of ¿packaging/pouch/box - compromised sterility-seal open¿ was confirmed due to the condition in which the product was received. The exact cause of the event could not be conclusively determined. Shipping or handling factors may have contributed to the reported event. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Controls are in place at the final assembly and packaging processes to detect this kind of issue. Therefore, no corrective or preventative actions were taken at this time.